Event description:
The physician was attempting to position the taxus balloon/stent to prepare to deploy it. There was some difficulty in moving the stent within the vessel. It was noted that the stent accidentally dislodged from the delivery system without being deployed. It was thought that the stent "snagged" on the existing stent and that is how it came off the balloon. The stent was retrieved with a snare device. Later on in the case, angiography was taken of the circumflex artery after stenting. It was found that the artery was perforated. An additional stent was deployed at the perforation site. The situation resolved itself. Patient was transferred to ICU with no further complication.